Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a loose air connector and a peeling dso seal. There was no evidence in the event history log. Functional testing revealed the device failed accuracy testing. As the reported problem was unknown, testing was unable to be verified or duplicated. The dso seal was replaced, the expulsor was sanded, and the ac connector nut was tightened. The service history review identified no indication that the complaint was related to a service of the device within the review period.